Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 395 mg/dl. The customer was treated with another insulin pump. The customer was asked if she recalls any significant events leading to the alarm and she said no significant's events. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.